Event description:
A doctor alleged that while trying to remove the fibrekleer posts with the drills included in the fibrekleer serrated kit, the root canal was perforated in approximately eight (8) patients. This is the third of eight (8) reports.

Manufacturer narrative:
Details surrounding the incident and patient specifics with regard to age and gender were not provided by the doctor. The patient's root canal was repaired and to date, the patient is doing fine. None of the posts or drills from the fibrekleer serrated kit involved in the alleged incident were returned and no lot number was provided; therefore, no investigation can be conducted.